Event description:
During device replacement, the non-sjm right ventricular lead could not be adequately inserted into the header of the device. A different device was implanted, and the patient's condition was stable following the procedure.

Manufacturer narrative:
The reported of event of the lead being unable to be inserted in the header of the device could not be confirmed. Analysis found that the ventricular connector port of the device passed lead insertion force tests when test leads were inserted with forces less than the recommended limit. Testing found that all connector dimensions met the header connector specification. The lead used in the field was not returned for evaluation. No anomalies were found on the device and the reported field event could not be confirmed.